Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was at least 400 mg/dl. Customer experienced diabetic ketoacidosis as a result of high blood glucose. Customer received IV fluids and insulin while in the hospital for 24 hours. Customer was wearing the insulin pump at the time of the emergency room visit.